Event description:
Proactif study . It was reported that an infection occurred. In (B)(6) 2021, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was in the proper hepatic artery. 1.2 gbq of therasphere was administered to the liver (selective) through vial 1 and 0.3 gbq of therasphere was administered to the liver (selective) through vial 2. The total dose administered was 1.5 gbq. Two days post index procedure, the subject was diagnosed with infection and acute renal failure. The subject had a body temperature of 39 degrees c and was positive for k. Pneumoniae and k. Oxytoca. The subject was treated medically. Five days post index procedure the events were considered resolved and the subject was discharged on the same day. It was further reported the subject was diagnosed with bacteremia. The subject was hospitalized and the events were treated medically and oliguria was administered with hydration and lasilix..

Manufacturer narrative:
B5 describe event or problem and h6 patient codes: updated.

Event description:
(B)(6) study. It was reported that an infection occurred. In (B)(6) 2021, the subject was enrolled into the (B)(6) study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was in the proper hepatic artery. 1.2 gbq of therasphere was administered to the liver (selective) through vial 1 and 0.3 gbq of therasphere was administered to the liver (selective) through vial 2. The total dose administered was 1.5 gbq. Two days post index procedure, the subject was diagnosed with infection and acute renal failure. The subject had a body temperature of 39 degrees celsius and was positive for k. Pneumoniae and k. Oxytoca. The subject was treated medically. Five days post index procedure the events were considered resolved and the subject was discharged on the same day.